Event description:
Customer reported receiving readings of 54 mg/dl and 86 mg/dl within a short period of time. When patient next took a reading, the result was in the 20's. The exact amount of passage prior to the last reading was not reported by customer. Patient ingested food as treatment. Outside intervention was not received by the customer.